Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm on the insulin pump. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for no delivery was performed. Customer was advised the positioning in the motor may have shifted. Customer advised they would change out their infusion set and did not want to further troubleshoot.